Event description:
Mcghan silicone "double-bubble breast implants" are defective, abnormally shaped, bubbled and excessively rippled. These were used as a replacement in a serious reconstruction when previous silicone implants were extracted for leakage as shown on MRI. The mcghan sales rep was consulted in regards to reconstruction and recommended the most expensive implants, $1240.00 each. Dr says the implants are defective but has not arranged a meeting between pt and the rep for evaluation or compensation. The total costs of this reconstruction exceeds $8000. Pt's "breasts" now are deformed and malshaped.

Event description:
Additional information received from MFR 11/15/2002: investigation has determined that the devices associated with this report have not been returned for evaluation. At this time it appears that the devices remain implanted in the patient. MFR is not able to provide any details into failure analysis or laboratory testing results of the devices listed. The exact cause of this event is unknown.